Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Based on the results of the related complaint investigation, there were no obvious deviations from the instruction for use (IFU) regarding reprocessing procedures. Since no device was returned, olympus was unable to determine a relationship between the devices and the positive culture results. Therefore, a root cause could not be determined. The customer provided the following result of the culture test: sampling date: (B)(6) 2024. Sampling from: rinse water. Cfu: 6cfu. Bacterial identification: pseudomonas monteilii. Since the customer retested the subject device which resulted in negative. Therefore, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope initially tested positive for 6 colony forming units (cfus) of pseudomonas monteilii. The device was retested again, and the second test result was negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.